Event description:
It was reported that in a pilot randomized trial to evaluate the feasibility of conducting a fully powered randomized controlled trial to investigate the effectiveness of dacc-coated post-operative dressings in the reduction of surgical site infection in vascular surgical patients, the patients were randomized on the day of their surgical procedure to receive post-operative dressing with a dacc-coated dressing (leukomed® sorbact®, bsn medical, hull, UK), or a non-coated occlusive absorbent control post-operative dressing (standard practice) (opsite® post-op, smith & nephew, hull, UK). It was stated that 18 patients in the opsite post-op group had a surgical site infection at 30 days.

Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has not been returned for evaluation. Visual inspection and functional evaluation could not be performed. We have been unable to confirm a relationship between the event and the device or identify a root cause on this occasion. If the device is returned in the future this complaint will be re-assessed. A clinical review has taken place, however without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. Device history record review could not be performed as no part number/lot number was provided, however, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Complaint history for the reported events has been reviewed, revealing similar instances which are being monitored to determine if additional actions are required. A risk management review has taken place. Opsite file contains multiple failure modes which can lead to local infection. These include dressing left on too long, poor adhesion of dressing and poor absorption of the dressing. The IFU has been reviewed and was found to contain adequate cautions and warnings with regards to the use and limitations, including the selection of the most appropriate dressing with regards to it absorption abilities. This investigation is now complete with no further action deemed necessary and at this time. However, we will continue to monitor for any adverse trends relating to this product range.